Manufacturer narrative:
Correction: -from - it was reported that the colonovideoscope displayed an e01 error. The issue occurred during reprocessing. There was no patient involvement. -to - it was reported the water filter that was used during the reprocessing of the colonovideoscope had not been changed within the required timeframe. There were no reports of patient involvement. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be established. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU operation manual ¿chapter 3 preparation and inspection _3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿ ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the water filter that was used during the reprocessing of the colonovideoscope had not been changed within the required timeframe. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e01 error. The issue occurred during reprocessing. There was no patient involvement.